Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly (pcba 1) during visual inspection. Successfully downloaded firmware using crest. Successfully downloaded history files and traces using thus. Pump error alarm found in pump traces due to moisture damage on the force sensor. Force sensor zero offset within specification (22.4mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on battery tube side and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump crack on the battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.